Manufacturer narrative:
Investigation summary: inspection of the returned device confirmed the proximal marker band was missing. The device showed evidence confirming the marker band had been properly swaged onto the device during manufacture. The device was wrinkled along the length of one side. This condition is consistent with being pulled across a firm surface. The marker band most likely became dislodged at the same time the wrinkling occurred, however, it was not possible to determine with certainty what caused the damage to the catheter.

Event description:
After the device had been in place and operating overnight, the device was removed to perform follow-up angiography. The device was then placed back into the patient at which point the user determined the distal marker band on the device was no longer visible under fluoroscopy. Further imaging identified the distal marker band lodged in a branch of the profunda artery.